Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report 2032227-2014-15918 under the insulin pump.

Event description:
Customer reported that the she has been experiencing high blood glucose and had difficulty decreasing the level. Customer tried delivering an insulin bolus and glucose did not come down and had to use and insulin pen. Blood glucose value is 600 mg/dl. Customer experienced headache. During troubleshoot; it was stated, the drive support cap is recessed. Customer stated, the tubing has no air bubbles but the reservoir had a big bubble. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. The insulin pump failed the high pressure test twice. Nothing further reported.